Manufacturer narrative:
The field service engineer (fse) returned to the customer site to replace the gear pump head. The customer has had no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patients tested for multiple assays between (B)(6) 2016. Based on the information provided, the results for 2 patients tested for hba1c iii tina-quant hemoglobin a1c iii (a1c-3) were erroneous and reported outside of the laboratory. Patient 1 initial a1c-3 result was 14.8%. This result was reported outside of the laboratory where the physician requested a repeat. The repeat result was 7.0%. On (B)(6) 2016 patient 2 (female, (B)(6)) initial a1c-3 result was 11.2%. This result was reported outside of the laboratory where the physician requested a repeat. The repeat result was 5.2% no adverse event occurred. The a1c-3 reagent lot number was 12524301 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site. The fse identified damaged rinse mechanism tubing. The tubing was replaced. The customer ran quality controls and precision tests which were acceptable.

Manufacturer narrative:
The investigation stated that disturbances in the cell rinse such as insufficient drying or overflow caused by overfill can cause discrepant results. The customer has not complained of further issues since the service actions performed by the field service engineer (fse).